Event description:
The nurse reported that a sheet dressing was used during a surgical procedure and was inadvertently left inside the patient. After wound closure, staff identified that the dressing was missing. As a result, the patient was returned to the operating theatre for surgical retrieval of the retained dressing. The dressing remained inside the patient for approximately one hour and was identified and removed before the patient left the department. The reported issue required medical intervention, as the patient underwent an additional surgical procedure for removal of the dressing. The patient also required continued hospitalization following the event. No photographs were available at the time of reporting.

Manufacturer narrative:
D4: the part number / model number, lot number or product sizing information for product unfortunately was unknown. The end user only stated that kaltostat was used. Therefore, the nearest model number 168212 has been captured. E1: complainant city: (B)(6) based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.